Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and unknown right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
- -

Event description:
Additional information was received that this system continued to exhibit high out of range shock impedance measurements. The patient's lead was a boston scientific dual coil product. The physician decided to change the shock configuration to a single coil configuration and continue to follow the patient. The impedance measurements were then reported to be 78 ohms. No adverse patient effects were reported. This product remains in-service.